Event description:
Fluid leaked down the shaft. Replaced the catheter. Procedure took an additional hour and pt had to be medicated for replacement. Line was placed as pt is to receive chemotherapy. Line was flushed with saline when exit site leak was discovered. Facility reports no pt injury occurred.